Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The patient underwent stenting for an 80% stenosed renal artery. A 7.0mmx19mmx150cm express vascular sd stent was selected for use. During the procedure, after the right femoral artery was punctured, an 8f short sheath was placed, then the common 260 cm guidewire was used to super-select the lesion. An 8f renal double curve (rdc) catheter was advanced through the guidewire, and the lesion location was determined by catheter angiography. The lesion was then dilated with a bsc 5x30 balloon delivered through an 18 guidewire, and then the stent was prepared for placement. However, it was noted that the device could not cross the lesion smoothly despite multiple attempts. Upon removal, surgical observation found the stent was deformed. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.